Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis. Customer's blood glucose was 200 mg/d. Customer was wearing the device at time of hospitalization. Customer mentioned the insulin did not stop dripping after the button was released during manual prime. Customer will not be returning the device for analysis.